Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd safetyglide¿ insulin syringe with bd¿ permanently attached needle there was an issue with an exposed needle. The nurse pulled the cap off the insulin syringe and the safety shield pulled off as well exposing the needle. There was no report of injury or further medical intervention.

Manufacturer narrative:
The initial MDR was a duplicate of MFR report #: 1920898-2018-00213 and is therefore over-reported. (B)(4) is being cancelled as it was opened in error and is a duplicate of (B)(4).